Event description:
On (B)(6) 2013, the lay user/patient's father (reporter) contacted lifescan (lfs) alleging that his daughter's onetouch ping meter was reading inaccurately low compared to another device. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began in (B)(6) 2012. According to the csr's documentation, approximately four to six weeks prior to the start of the alleged issue the patient reportedly experienced symptoms of thirst, frequent urination, and was irritable. The patient's previous blood glucose result (with the subject meter) prior to the onset of her symptoms, is not known and it is not clear what action the patient took in response to her previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. The patient's blood glucose readings with the subject meter and the other device, at the time the alleged issue occurred, are not known. According to the csr's documentation, the patient reportedly had misplaced the subject meter. On an unspecified date/time in (B)(6) 2012, the patient allegedly hospitalized, reason not clear. The patient's blood glucose reading (with the subject meter) prior to/during hospitalization are not specified. During the patient's hospitalization, the patient reportedly was administered insulin via IV by a health care professional. The patient's blood glucose reading(s) with the hospital's meter are not known. At the time of troubleshooting, the csr noted the patient was using the proper testing technique; however, since the patient lost the subject meter, the unit of measurement on the meter is not known. The csr also noted that the test strips the patient was using at the time the alleged issue occurred are no longer available. A replacement meter was sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly was administered treatment by an hcp for severe hyperglycemia while using the product.

Manufacturer narrative:
(Serial #) information was not provided. Test strip lot #: not provided.